Manufacturer narrative:
Citation: fadl za, darwish my, moawad wm, et al. Transcatheter versus surgical aortic valve replacement in low-risk patients with severe aortic stenosis: a systematic review and meta-analysis. Bmc cardiovasc disord. 2026;26(1):181. Published 2026 feb 19. Doi:10.11 86/s12872-026-05558-6 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve implantation (tavi) versus surgical aortic valve rep lacement (savr) in low-risk patients. Thirty studies were included in the analysis, encompassing a pooled population of 48,210 patients (tavi = 22,253 / savr = 25,957). Medtronic (corevalve / evolut r / evolut pro) and various non-medtronic valve types were used in the tavi cohort, while the manufacturer/brand identities of the savr devices were not disclosed. The following adverse outcomes were analyzed by the authors: stroke, transient ischemic attack, atrial fibrillation, permanent pacemaker implantation, valve thrombosis, paravalvular leak, aortic reintervention, vascular complications, bleeding, infective endocarditis, elevated gradients, low ejection fraction, and acute kidney injury. Additionally, the authors assessed mortality over the short-term (30 days) and long-term (2 to 10 years). However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.